Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post bowel transection, a leakage occurred a few hours later. It was stated that the staples did not form into a b-shape, but stands with straight legs open. An open anastomosis was oversewn to resolve the issue. Surgical time was extended to complete the re-operation and an incision was extended to more than 1 inch.